Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid 2.0mg/ml for a total dose of 1.4300mg/day, bupivacaine 30mg/ml for a total dose of 21.450mg/day, compounded baclofen 150mcg/ml for a total dose of 107.25mcg/day, and droperidol 300mcg/ml for a total dose of 214.50mcg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that examination revealed the pump was loose within the pocket. Also on (B)(6) 2017, the patient reported that was causing discomfort around their hips. The plan was to revise the pump pocket to avoid inversion. On (B)(6) 2017 the revision was delayed secondary to inpatient hospitalization (unrelated to device, therapy, implant/procedure). The patient was advised on (B)(6) 2017 to wear a girdle to help prevent pump inversion until the revision can be scheduled. The outcome of the event was noted as ongoing. The device diagnosis was other pump loose in pocket and the clinical diagnosis was discomfort near pump site. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the exact cause was not determined. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other pump dislodged from sutures. Other surgical intervention on (B)(6)2018 included a pump pocket revision and the catheter was repositioned. On (B)(6) 2018 surgical observation revealed the pump dislodged from the sutures and there was three broken sutures. No further complications were reported/anticipated.